Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 20mg/dl to 30 mg/dl, and disorientation. Reportedly, the customer believes the cause was related to eating fruit carbohydrates, and bg levels spiked and dropped quickly. Bg was addressed via consumption of carbohydrates and suspension of insulin delivery. No additional information was provided.